Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged cable) has been confirmed. As received, the electrode belt trunk cable was severed in half and the trunk cable connector was missing. The root cause for the severed cable and missing trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving a service code 204 (belt/monitor unusable) and reported that an electrode belt cable was damaged.